Event description:
It was reported that the ventilator generated a technical error codes indicating an error in the internal memory and disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).